Event description:
The user facility reported their steam generator set off the fire alarm and sprinkler heads. No evacuations were reported. No injuries were reported. Procedural delays and cancellations were reported due to water damage from the sprinkler system.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the steam generator and found the heater element contactors and controls required replacement due to water infiltration from the sprinkler system. The technician's evaluation of the steam generator did not indicate that a steam leak had occurred. The unit's heating elements did not show evidence of overheating and the unit's safety pressure switches had not been activated. It cannot be determined what caused the activation of the facility's fire alarm and sprinkler system. The technician did find that the smoke detector directly above the unit was set to 155°f instead of 195°f. The technician stated that the facility has changed the smoke detector temperature to 195°f since the reported event. The unit was installed in august of 2006 and is currently under a steris service contract. The last preventive maintenance for the unit was performed on september 20, 2013 at which time the unit was confirmed to be operating to specification. No further issues have been reported.